Manufacturer narrative:
The device was not returned for analysis. It may be possible that the inflation device was not properly connected to the hub; however, this could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Without having the armada 14 to examine, a conclusive cause for the leak could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10/h3: the complaint was updated as discarded.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a non-tortuous, mildly calcified posterior tibial artery. During inflation of the 3.0x200mm armada 14 balloon dilatation catheter, the device would not hold pressure as fluid leaked from the hub. The device was replaced with a new unspecified balloon to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.